Event description:
At about 2 months after the primary surgery, the patient came reporting pain due to joint dislocation. The surgeon revised successfully the dm head and liner to a new dm liner with a larger head. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 04 may 2023: lot 2206083: (B)(4) items manufactured and released on 02-may-2022. Expiration date: 2027-04-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review. Additional item involved in the event, batch review performed on 4 may 2023. Cup: mpact 01.32.148mb double mobility acetabular shell ø 48 (k143453) lot. 2104161 lot 2104161: (B)(4) items manufactured and released on 27-july-2021. Expiration date: 2026-07-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.